Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kinks and fracture observed near the mid-joint. Further evaluation revealed a detached embolization coil and additional pusher assembly kinks throughout its length. The detached embolization coil was likely a result of the pusher assembly fracture. The additional kinks were likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left a2 segment of the anterior cerebral artery (aca) using a penumbra smart coil (smart coil). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.